Event description:
It was reported that the pump of this inflatable penile prosthesis exhibited a mechanical issue. A revision surgery was performed and, upon explant, fluid loss from the tubing between the left cylinder and pump was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. Under microscope observation, the deflation ball was found to be seated too far forward in the pump. The pump passed the leak test. The pump failed the deflation tests (1, 2 and 3) and activation tests (2 and 3). Both cylinders were visually inspected, leak tested, and pressure tested. The first cylinder had wear at a fold in the distal end of the cylinder. This cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. This cylinder passed the leakage test and the pressure test. The second cylinder had wear at fold in the distal end of the cylinder. This cylinder passed the leakage test and the pressure test. The allegations of mechanical issue were confirmed, and. Based on the information available and analysis results, the reported fluid leak was unable to be confirmed as all devices passed leak test and both cylinders passed pressure test as performed. The reported mechanical issue was confirmed. The pump deflation and activation issues were the most probable cause of the event and the cause was traced to component failure.

Event description:
It was reported that the patient had this inflatable penile prosthesis replaced due to a mechanical issue with the pump. Upon explant, fluid loss from tubing between left cylinder and pump was found. No patient complications were reported.

Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis revised due to a mechanical issue with the pump. No patient complications were reported.